Event description:
It was reported that during a kyphoplasty procedure, after the balloon tamp was inflated inside the vertebral body, the balloon would not deflate and could not be removed. The physician reinserted the contralateral balloon to try to inflate and put pressure on the first balloon in order to deflate it, however, the physician popped the contralateral balloon instead. The physician cut the tubing to the balloon and the balloon still would not deflate. The physician forcefully pulled the balloon tamp until it came out of the cannula. The procedure was completed successfully with no adverse consequences reported to the patient. No additional information was provided.

Manufacturer narrative:
Follow up conversation with company representative.